Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was low (52 mg/dl). Customer ate carbohydrates to address low blood glucose. Reportedly, customer adjusted correction factor to resolve addressed issue.